Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. G5: k011375 h6 patient code: 3191 (no code available) - veterinary case manufacturing site evaluation: no samples were received. Two possible products of monomend mt sutures have lot 117284. Review of the batch manufacturing records for 117284 showed that the 2 possible products involved (100523565 and 100523574) had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Degradation tests results conducted on samples with reference 100523565 and 100523574 had been performed before releasing the products and also fulfilled requirements. The values used were the usual and current ones for this thread and size. Final conclusion - without samples we are not in a position of studying the products and a proper analysis cannot be done. The case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, the case will be reopened and the product analyzed.

Event description:
It was reported that wound dehiscence occurred after using a monomend suture. The veterinarian had used sutures from one batch and then several incision sites reopened. The surgeries were for removal of an unspecified mass. Further details were not provided but had been requested. This report addressed one instance of dehiscence. Associated medwatch: 3003639970-2018-00786.